Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve procedure, on the 6th firing starting from antrum up to fundus and final firing of sleeve without staple line fired on to stomach tissue, the device has poor staple formation. It looked as if there was partial staple firing. There were several stapled from the staple line that had not implanted in the tissue, rather than three rows of staples in the stomach tissue there were two in some parts and the remainder stapled came out with the stapler. The staple line was incomplete on the central part. Some staples were missing from the three rows of staples that a secure seal was formed. There was no patient injury.